Event description:
It was reported that there was intermittent button response. Customer replaced the batteries and the buttons were unresponsive and the numbers begun ramping on their own. No further information reported.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to flattened button dome switch. No alarm anomaly during testing noted. Unable to verify bolus anomaly due to no button response. Unit had minor scratched display window and cracked reservoir tube lip.